Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. The hrsv involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the eyes was not providing an image. The issue was resolved by swapping the blue fiber cable and the surgeon side console. The procedure was converted to another da vinci system with no reported injury.